Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the device did not find any issues with the cannula assembly that would result in high blood glucose levels. The device generated an alarm signaling an empty reservoir. The returned device did have an empty reservoir.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition that could have contributed to the patient's reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7/page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9/page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
On the night of (B)(6) 2018, it was reported that patient's blood glucose (bg) levels had reached 20 mmol/l (360 mg/dl). Patient's wife reported that he was feeling "very tired" after a "long day", so he went to bed. The following morning (on (B)(6) 2018), the patient's bg levels remained high and he was still feeling fatigued. In addition, he was now experiencing headaches, stomach pain, and was vomiting. At this point, the patient was taken to the hospital via ambulance. At the hospital, the patient's pod was removed; there was nothing unusual noted with the device. The pod was worn between 36 and 48 hours on the patient's back. As treatment, the patient was treated with intravenous (IV) therapy of fluids. While at the hospital, a new pod was activated. However, they elected to suspend the delivery of insulin every two hours. Meanwhile, the patient continued to received IV fluids. This method did not seem to work immediately, as the patient's bg levels began to increase at this time. It should be noted that the patient had just finished eating a meal. Details on how long the insulin suspension lasted were not provided. The patient was officially diagnosed with diabetic ketoacidosis (dka) and there was ketones present. He was not provided any additional treatment or medications specific to the diagnosis.